Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device counted to seven and froze. Customer's blood glucose was 113 mg/dl. Customer mentioned the device had alarmed unexpected restart alarm and signal too low alarm. During troubleshooting, found motor error alarm, no delivery alarm, unexpected restart alarms, and signal too low alarms. Customer declined troubleshooting for no delivery alarm. Customer was advised to change to new batteries. Customer was advised to monitor the device. Customer will not be returning the device for analysis.